Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on multiple contacts. Reprogramming did not resolve the issue. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.